Event description:
The customer stated the system made popping noises while flouring and images went blank. The system was rebooted and displayed a precharge voltage error. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.